Event description:
A physician reported a pt, who was originally skin tested at another physician's office-[date-unknown]. The pt stated pt had multiple collagen treatments without event. In 1997, the pt was treated in the nasolabial folds. On 13 dec 1999, the pt was next examined by the physician and it was noted pt had a "solid" nodule just lateral of the right nasolabial/mental fold treatment site. It is not visible on the surface of the skin but it was palpable-[onset date-unknown]. The physician believed this was possibly a foreign body granuloma. No medical or surgical intervention was prescribed or planned.